Event description:
It was reported there was high impedance during a procedure. The device was not implanted and a different product was used. During the implantable neurostimulator (ins) replacement they got inconsistent and high impedances with what was to be the new ins. Approximately 10 times the neurosurgeon put the extensions in the ins header and the issue was unresolved. They opened up a new ins and the impedances were good. The patient was doing well with the new device. Their status at the time of report was alive with no injury and no patient symptoms were noted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu _unknown_lead, lot # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no anomaly. Two known good leads were attached to two known good extensions which were connected to the returned stimulator. The impedances were measured and found to be normal on all circuits and electrode pair combinations.